Manufacturer narrative:
Model number/catalog number: sc-8120-50, serial number: (B)(4), batch/lot number: 259013a, model/catalog description: artisan surgical ld 50cm 16 contact lead. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg broke through the skin. It was mentioned that there was blood accumulation at the pocket site and the device stopped working nine months after it was implanted. The patient underwent an explant procedure. No further information could be obtained.